Manufacturer narrative:
The device was returned to zoll medical canada and the customer's report was not replicated or confirmed. The device was put through extensive including full functionality and stress testing without duplicating the report. The device was re-certified and returned to the customer. Review of the device activity logs showed instances where the device was not detecting a valid patient impedance. However, there are a number of factors that exist outside of a device malfunction that can cause an invalid patient impedance or no ECG signal through pads. These include poor connections of the pads/adaptor or multi-function cable to the device, or an issue with the pads/adaptor or multi-function cable. The electrode pads used were not returned as part of this investigation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), after one successful shock, the device was unable to obtain an ECG signal via electrode pads. After three other successful shocks on the fourth attempted shock, the device displayed a "pads" message and failed to discharge. Complainant indicated that a fourth shock was successfully delivered to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.